Event description:
Medical records were received and reviewed: on (B)(6) 2020, the patient underwent a right knee revision of the tibial insert to address an acute infection. The surgeon indicated the knee arthroplasty occurred 3 to 4 weeks prior to this current revision. Antibiotic pellets were also placed. Leading up to the revision the patient was experiencing pain, drainage, inflammation, and instability. The surgeon noted when attempting to complete closure of the wound, there was a small area of about 4 to 5 cm below the tibial plateau that was somewhat deficient. The surgeon over sewed this with subcutaneous tissue. On (B)(6) 2020, the patient presented for a right knee evaluation with drainage and delayed wound healing. The wound was being treated with a wound vac. On (B)(6) 2020, the patient presented for a right knee revaluation with slight drainage and continued use of the wound vac. On (B)(6) 2020, the patient underwent an irrigation and debridement due to delayed wound healing and to complete closure of the wound. No products were revised during the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) used to capture the joint instability.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent poly exchange and I&d due to suspected infection in her knee. Doi: (B)(6) 2020, dor : (B)(6) 2020, right knee.